Manufacturer narrative:
The steris distributor, device technologies (B)(6) (dta) went on-site to inspect the table and found it to be operating properly; all table functions operated as intended. The table base cover and column shrouds were removed and all internal components and electrical connections were inspected; no issues were noted. The table was also tested with weight and the reported event could not be duplicated. Steris is continuing to investigate this event and will submit a follow up report should additional information become available.

Event description:
The user facility reported that during a patient procedure the surgical table went into a left tilt position without being commanded to do so, causing the patient to slip from the table. The patient was transferred to another surgical table and the procedure was completed successfully. The user facility reported the patient required medical treatment, however would not provide additional information when contacted by steris's distributor.